Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 16, 2015. Upon further investigation of the reported event, the following information is new and/or changed: (B)(4). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusion code 11. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
Additional information obtained indicated that the actual blood loss during the event was 10 to 12 drops of blood.

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass, the quick connectors leaked (10-20cc blood loss). The leak originally was thought in (B)(6); however, upon further investigation by terumo (B)(4), it was noted that the leak may have been from a pack produced by terumo(B)(4). During terumo (B)(4) investigation it was suspected that the user facility is using two different packs during the procedure. The customer returned 2 sets of quick disconnects. One has red striped tubing, the other has blue striped tubing. The pack originally reported ((B)(4)) has only one set of quick disconnects and no striped tubing; therefore, terumo (B)(4) was notified on july 6, 2015, that a terumo (B)(4) pack may be implicated. Terumo cardiovascular is conservatively reporting this event as a similar incident has caused or contributed to a serious injury in the past; 10-20cc blood loss. Product was not changed out. Surgery was completed successfully without delay.

Manufacturer narrative:
(B)(4). The actual device was visually inspected upon receipt and no anomalies were found on the tubing connections and quick disconnect. The actual device was then leak tested and no leaks were found. The actual device was then pressurized to 400 mmhg, 1000 mmhg, and 1500 mmhg and no bubble formation was observed on the unit. A definitive root cause could not be determined since the failure observed by the customer could not be recreated. Therefore, the complaint was unconfirmed and has been attributed to customer technique. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).